Event description:
The patient's expiration while in the procedure area has been reviewed by abiomed's medical safety officer. It was determined that there was not enough information to associate outcome with the use of the device.

Manufacturer narrative:
The investigation for the reported console (aic) yellow alarm has been completed. The console was returned for evaluation. Functional tested found that the console was unable to reproduce the reported failure mode. The console was tested with three different uninitialized impella cp test pumps. Upon connecting each pump without the case start wizard, the pump was detected, and the aic navigated through the case start wizard automatically. There was no pump detection issue or impella defective alarm. Data logs were reviewed which showed that the console received the ¿impella defective (error reading eeprom) ¿ alarm, event #3.the pump was unplugged and re-plugged into the aic 3 more times, but event #3 was persistent every time when the pump was re-plugged, which confirms the reported failure mode. The root cause of the impella defective alarm was not determined due to the inability to reproduce. B5-updated with medical safety officer review d2-updated common device name. D4-updated model number.

Manufacturer narrative:
The impella device was received from the customer on (B)(6)2024 and therefore,an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 61-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the aic was powered on and impella catheter was hooked up to the aic before advancing to start the case and an "impella defective¿ yellow alarm appeared. The staff found another aic and plugged the catheter in, and the case continued.